Event description:
Customer reported an alarm 2 followed by alarm 26, indicating occlusion issues that resulted in the customer's blood glucose level reading "high" and exceeding 500 mg/dl. They attempted to correct the high blood glucose through a correction bolus via the pump, but a recurrence of the occlusion prompted them to administer a corrective dose through multiple daily injections instead. Customer resumed insulin to address the issue.